Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect common device name, product code, and PMA number.  A correction to fields d2 and g4 is being submitted in this supplemental report.

Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a [native mitral valve, native tricuspid valve, previously implanted mitral surgical valve, previously implanted pulmonary valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event.  Investigation results suggest/indicate that patient and procedure related factors contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from an edwards territory manager that an 29mm sapien 3 valve was implanted in the pulmonic position via transfemoral approach. Afterwards, a second valve was needed to prevent and stabilize valve from embolization, as it was off axis and seated low in the native valve. The wire bias was the root cause of the malposition. There were no edwards device malfunctions.